Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4: device UDI updated.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the three (x3) saw blade devices while using the aforementioned saw blades, it was observed that some were in very poor condition and others were too dull to make the cuts. This caused discomfort for the specialist, who requested that they be replaced with new ones. It should be noted that this equipment is used on a replacement basis, which is why the saw blades had not been changed for quite some time, and these are essential for the procedure. Despite this, the surgery was successfully completed, without any adverse effects on the patient or any alterations to the surgical schedule. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. This is report 2 of 3 for the same event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: added.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the four (x4) saw blade devices while using the aforementioned saw blades, it was observed that some were in very poor condition and others were too dull to make the cuts. This caused discomfort for the specialist, who requested that they be replaced with new ones. It should be noted that this equipment is used on a replacement basis, which is why the saw blades had not been changed for quite some time, and these are essential for the procedure. Despite this, the surgery was successfully completed, without any adverse effects on the patient or any alterations to the surgical schedule. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. This is report 2 of 4 for the same event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data b5: updated.